Event description:
During left ventricular (lv) lead implant procedure, the guidewire could not be removed from the lead. The lead was exchanged to resolve the event. The patient was stable with no adverse consequences.

Manufacturer narrative:
The reported event of guidewire removal difficulty was not confirmed. As received, a complete lead was returned in one piece with the stylet lodged inside the lead. The guidewire was not present with the lead. The cause of the removal difficulty was isolated to bunching of the stripped stylet ptfe coating and inner coil.